Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that during a pt event. The platform shut down after a few minutes. Rescuer reverted to manual CPR. The pt expired. The customer later indicated that they used a deteriorated battery, which was over 2 years old, during this event. Battery serial numbers (B)(4) were used with this device. Platform s/n is (B)(4).